Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was broken on the bottom case and the right plunger case and battery door were cracked. Functional testing involved running the pump through the power up process and showed a blank screen and constant alarm. The investigation determined that fluid ingression into the main body of the pump was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device.

Event description:
Information was received indicating that "someone spilled something on" a smiths medical medfusion 3500 pump and "now there is a black screen and it doesn't alarm or go through start up process." No adverse effects were reported.